Event description:
As reported, during stone removal procedure, the handle of ncompass nitinol tipless stone extractor was damaged. An image provided revealed that the support sheath and basket sheath had separated at the handle. The procedure was completed by using another ncompass. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make any patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer (person) address = (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) # = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: d3/g1 (email), h6 (annex a). As reported, during stone removal procedure, the handle of ncompass nitinol tipless stone extractor was damaged. An image provided revealed that the support sheath and basket sheath had separated at the handle. The procedure was completed by using another ncompass. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make any patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned for investigation in opened marketing carton, with no internal packaging, except the labels were returned. The handle was in the open position and the handle did not actuate basket formation. The support sheath was separated at base of flare and cannot manually actuate. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode a lot history search found no other complaints had been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the sheath separation could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.